Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 575mg/dl with moderate ketones, abdominal pain, and nausea. The patient required no unusual treatment. During troubleshooting, the reporter alleged that there were bubbles present in the cartridge. There was no visible damage to the cartridge, and cartridge filling was done per IFU. This complaint is being reported because the patient experienced hyperglycemia and because the presence of air bubbles or a leak in the cartridge can result in under delivery.